Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at display window corners and battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 288 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.